Manufacturer narrative:
Investigation summary: no product was returned. Cardiac arrest: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Optical sensor issue: the data logs show that upon starting the pump, the ps appeared aortic and there were impella position in aorta alarms. The ps was very erratic and snr and contrast dropped after the pump was turned on but were still within expected range. The ps can be seen to gradually decrease after and there was no clear or sinus pulsatility in the ps. The diastolic and systolic values were variable as well as mc. Ps low alarms were accurately triggered throughout the entire pump run. Due to a lack of clinical details about what was occurring with the patient or positioning of the pump, as well as no product returned, the root cause of the optical sensor issue cannot be established. Device history review: impella (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Section h6 has been updated.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal that did not correlate with the blood pressure cuff and arterial line. Later, the patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.